Event description:
Blood was being drawn into the cellsaver bowl when the bowl came apart. 195ml of blood lost due to the broken bowl. Was using a haemonetics cellsaver 5 during the case. This device is not suspect.